Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported a loss of therapeutic effect: they reported that they had been having trouble with their symptom control for the last month or so, stating that the issues started after they went to the airport and the tsa agent put them through the ¿wrong scanner.¿ the patient stated that after this, they had tried to increase however that didn¿t resolve the issue. While on the call, the patient successfully increased stimulation to a comfortable level. The patient was going to monitor their symptoms now that a change had been made and they were going to follow up with their health care physician (hcp) if it didn¿t resolve. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.